Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call of a motor error and low battery alert from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The mother stated that her daughter's pump went off at the doctor's office and had a no power alarm. The mother stated that they did not receive a low battery alert prior to the off no power alert. The mother stated that they received a failed battery test after inserting a new battery. The customer was advised that energizer aaa alkaline batteries are the most effective for the pump's use. The mother also stated that the pump alarmed motor error during a basal. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to monitor the pump.